Event description:
Customer stated that unit "caught fire" and smelled burning while charging overnight. Stated that cap was still intact, no additives use. Purchased on (B)(6) 2023 from amazon. Will be sending photos of unit, cord and charger brick used.